Event description:
The customer reported the battery won't charge on ac power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery won't charge on ac power. There was no report of patient involvement. The unit was evaluated by a philips field service engineer and the symptom was clarified as a failure to power up. The power supply and battery were replaced to resolve the reported issue. We will consider this a power supply malfunction.